Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2014 at 10:45pm she obtained blood glucose readings of ¿2.6 and 5.7 mmol/l¿ with the subject meter performed within minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20 mg/dl. During the follow-up call, the patient mentioned she generally obtains a blood glucose result in the ¿8-9.x mmol/l¿ range at this time of the day. She also mentioned that she had tested her blood glucose with a different meter in between the two reported results and had obtained a result of 6.7 mmol/l. The patient manages her diabetes with insulin. In response to the meter results, she claimed she took a decreased dose of insulin. The patient reported taking 1 less unit of humulin insulin that morning. On the following morning, the patient stated she woke up with symptoms of ¿fatigue and feeling hot¿; symptoms she associated with a high blood glucose. When the patient tested her blood glucose that morning she obtained a result of ¿19.8 mmol/l¿ and reported taking an additional ¼ unit of humulin insulin. The patient did not recall which device she tested her blood glucose with that morning. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia after obtaining inaccurate erratic results with the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.